Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the implantable neurostimulator pocket site was getting hot for no apparent reason. The patient¿s recharge interval was greater than two hours and depletes in less than a day from full. During an impedance check, contacts 1 ,2, 3, 4, and 7 had high impedances. There were no environmental factors noted which may have contributed to these issues. The manufacturer representative was able to program around the high impedance contacts. She changed the pulse width from 1000 microseconds to 420 microseconds and kept the rate at 40 hertz. The patient was advised to try this programming and turn the implantable neurostimulator off immediately if she felt heat. The patient has a consultation with their physician on (B)(6) 2019. The issue was resolved at the time of the report. No surgical intervention was planned or performed at this time. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the patient had high impedances on contacts 0, 1, 2, 3, 4, 6, and 7. There were no known factors that may have contributed to the issue. The rep programmed around the high impedances to get coverage and the patient had good coverage after the programming. No surgical intervention occurred or was planned. No further complications were reported/anticipated.